Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient developed an infection and experienced a loss of osseointegration resulting in fixture loss. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.